Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.

Event description:
The pt was "having problems with her pump." A dye test was planned. The specific issue with the device was not reported.